Event description:
Anesthesia placed a patient on a vent after the patient was put to sleep for the procedure and the vent began alarming due to a leak in the closed system. Anesthesia inspected the circuit and found a tear in the tubing allowing air flow. The tubing was replaced and the vent stopped alarming. No patient harm.what was the original intended procedure?placing a patient on a vent after being put to sleep.device #1is this a laboratory device or laboratory test?no.